Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1233 ml during therapy initiated on (B)(4) 2012 20:50:00, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4)clinical hazards list. A review of the device's event log was performed for the therapy initiated on (B)(4) 2012 20:50:00. Review of the event log revealed the cycle 3 drain was completed on (B)(4) 2012 at 03:50 and the user's actual drain volume during cycle 3 was 2169 ml. The user powered off during drain 4 and the ultra filtration (uf) in drain cycle 4 was combined with the uf in drain cycle 3 giving uf of 1233ml. Also, cycle 4 drain was completed on (B)(4) 2012 at 11:59 and the user's actual drain volume during cycle 4 was 3060 ml. The actual drain volume of 2169 ml in cycle 3 is 108% of largest prescribed fill volume (lpfv) of 2000 ml and the actual drain volume of 3060ml in cycle 4 is 153% of largest prescribed fill volume (lpfv) of 2000 ml therefore, these incidents do not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 20:50:00. During night drain cycle three, the patient's ultrafiltration reading was 1233ml, indicating the home patient (hp) drained 1233ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.